Event description:
The facility reported an infusion pump with an error code with no error found. The event was reported to have occurred during biomed testing. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional information or contact was available.